Manufacturer narrative:
A third party contract svc provider will svc the pump. F/u report will be filed if more info becomes available.

Event description:
Refer to 1219856-2007-00053 for initial info concerning this event. It was reported the md placed an iab through a sheath via the left femoral artery in 2007, while in ICU. The following day, pump emitted "trap water fall full" alarm. Water trap was checked & had approx 1cm of liquid. Trap water fall was emptied, & the pump continued to work. One hr later the monitor showed no augmentation at arterial pressure line. The pump "sounds normal"; however, the staff stopped and restarted pump. When the pump was restarted, the same problem occurred. The staff turned the pump off & back on a 2nd time; the same result occurred. The iab along with the pump were removed from the pt. The md inserted another brand iab & used another brand pump to continue therapy. Strips were generated & will be supplied for eval. No pt-related complications were reported.